Event description:
The hip was revised due to loosening of the cement mantle.

Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the device has not been returned to howmedica rutherford. The device was discarded at the hospital after surgery.